Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a malfunction wherein the device was not working when showing sponge there was no patient involvement.